Manufacturer narrative:
This report is submitted on sept 18, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported). This report is submitted on november 20, 2023.